Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient faced an event where an introducer needle was found hard to remove on (B)(6) 2025 during use. The insertion site was th abdomen. Infusion set was used for less than an hour. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia.